Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit did s not charge the battery. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that no faults were found. It was also stated that the thermal switch on the back near the outlet was off. Therefore, the backpulsetor could not charge. So, the switch was turned on and battery status checked. The repair was then completed. All functioning tests were carried out with positive results. The unit was returned to the customer for clinical use.